Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. Approximately three years later, the patient underwent an additional procedure for recurrent hernia in (B)(6) 2015. During the procedure, the mesh was found to have torn and where the hole was, the hernia had pushed through. It is unknown if the original mesh was removed and how the second repair was done. Additional information has been requested.